Manufacturer narrative:
The unit was received at the international service center. The service technician was unable to duplicate the report of vent inop code. However, review of the diagnostic event log identified the occurrences of vent inop codes and it was determined that communication failure occurred in (data acquisition/motor controller) da/mc communication cable. The da/mc cable was replaced and mc retention bracket was attached to prevent recurrence. Touch position at the bottom right was found misaligned largely. Even if calibration was performed, misalignment was not adjusted. Touch screen was replaced. Unit was checked overall, cleaned, run in tests, alarm tested and then no abnormality was confirmed. Check test was performed and then no abnormality was found.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported v60 unit became inoperative while being used in ICU and error code 1008 was indicated. The unit was replaced with alternative v60. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.